Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath there was a white discoloration at the back of the sheath handle. The sheath was replaced with another faradrive sheath which also had the same discoloration. This second sheath was still used, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was discarded by the facility.